Manufacturer narrative:
Additional information provided in d.10. And d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., d.11., g.1., g.2., h.3., h.6., and h.10. The lens was returned positioned incorrectly in the lens case. One haptic is extended toward a locking mechanism and is torn/scraped across the anterior distal tip. The optic has two areas that are split/cracked near the edge. The damage appears to have been caused by posts of the lens case. All product and batch history records are quality reviewed prior to product release. The reporter indicated a company iii injector and a non-qualified viscoelastic. The cartridge was not specified. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case, lens damage may occur. Due to no solution on the returned lens and the damaged condition of the sample, it is reasonable to assume that the lens was not removed from the lens case nor loaded into a cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was malformed and could not be placed. A backup lens was used to complete the procedure and there is no reported patient impact. Additional information was requested.